Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 95% stenosed, 4.0x12mm, concentric, de novo lesion being treated was located in the non-tortuous, moderately calcified mid to proximal right coronary artery (rca). The lesion was predilated with a 3.0x12mm apex balloon, multiple inflations performed to 8atms for 30 seconds, with 80% residual stenosis. The physician attempted to place the 4.0x24mm ion stent, but was unable to cross the lesion. The stent delivery system (sds) was withdrawn and further inflations were made with the 3.0x12mm apex balloon. The physician attempted to place the same 4.0x24mm ion stent, but was unable to cross the lesion again. During withdrawal the stent dislodged in the proximal rca and embolized to the right superficial femoral artery (sfa). The physician successfully removed the stent with a snare. The procedure was completed with a 3.5x18mm and a 4.0x12mm promus stent. No further patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 95% stenosed, 4.0x12mm, concentric, de novo lesion being treated was located in the non-tortuous, moderately calcified mid to proximal right coronary artery (rca). The lesion was predilated with a 3.0x12mm apex balloon, multiple inflations performed to 8atms for 30 seconds, with 80% residual stenosis. The physician attempted to place the 4.0x24mm ion stent, but was unable to cross the lesion. The stent delivery system (sds) was withdrawn and further inflations were made with the 3.0x12mm apex balloon. The physician attempted to place the same 4.0x24mm ion stent, but was unable to cross the lesion again. During withdrawal the stent dislodged in the proximal rca and embolized to the right superficial femoral artery (sfa). The physician successfully removed the stent with a snare. The procedure was completed with a 3.5x18mm and a 4.0x12mm promus stent. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is a combination product (B)(4).

Manufacturer narrative:
The taxus element / ion device was received with the sds loaded over a guidewire; the sds and wire were also loaded through a dual-port touhy-borst adapter. The hub of the sds was attached to an encore inflation device. There was dried and partially dried blood and contrast on the outer surfaces of the devices. The guidewire protruded 1.8 cm distally from the sds. The wire could not be removed from the sds with gentle force. The balloon was tightly folded. There were no discernable stent strut impressions; however, the balloon profile transitions to the distal and proximal balloon cones were consistent with appropriate stent position and crimping during manufacturing. The distal inner shaft and the balloon were bent near the distal edge of the proximal markerband. There was no evidence of any product quality deficiencies contributing to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).